Event description:
While wearing the external equipment, the patient reportedly experienced pain followed by sound quality issues. In 2006, the patient was seen by a company rep for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the patients device has been scheduled.